Event description:
It was reported that the vns pt was river rafting and hit her head on a long resulting in "mild head trauma." Afterwards, she had a seizure where she turned her head the opposite direction from normal. She later had a severe seizures that same day. The physician had been decreasing the vns output current because "she had not seen much improvement at those higher settings." Normal mode diagnostics showed normal impedance as per the physician but the generator indicated it was at end of service. A battery life calculation was performed that confirmed that the generator was likely at or near end of service. It was indicated that a CT scan would be taken to rule out any subdural hematomas as a result of the head injuries. Surgery to replace the pt's vns generator had occurred. Attempts for there return of the explanted generator are in progress.